Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose was 99,244,147,136,111,144, 167 mg/dl within 10 minutes, with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.